Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the transmitter should have alarmed a vpc run alarm instead of a ventricular tachycardia alarm

Event description:
The customer reported that the transmitter should have alarmed a vpc run alarm instead of a ventricular tachycardia alarm.

Manufacturer narrative:
(B)(6) reported on (B)(6) 2018 that their zm-530pa reported a vpc run alarm instead of v-tach. Service requested: troubleshooting. Service requested: multiple attempts were made to contact customer and gather necessary information for investigation; however the customer was unresponsive. Investigation result(s): the device was installed at the customer's facility in 2013 and the issue was reported 3 years after the end of warranty date. The root cause of the issue was unable to be identified due to lack of provided information from the customer regarding troubleshooting, device settings, and resolution details. Multiple attempts were made to gather the necessary information. Investigation of the cns alarms and transmitter is unable to be performed as the units could not be obtained and the customer is unresponsive. The device serial number history for the cns shows that there have been no further/previously reported issues nor servicing for missed alarms. Other notifications have been generated for this device at later dates for separate issues, suggesting that the alarm issue was resolved internally at the customer facility. This suggests user error. Review of the device history record (DHR) shows that the unit has no history of ncmr, CAPA, refurbishing, or other suspected defects (see attached). Trending analysis found similarly reported issues regarding pu-621ra and potentially missed alarms or not alarming properly. There were 7 similar results found for 2017 and later. In these cases, it was discovered that the user either did not have the appropriate monitor settings (leads and alarm thresholds) selected, there was silencing of alarms, incorrect lead placement, or the unit had been alarming properly by viewing historical data. These are all indicative of user error or inadequate training. An adverse trend is not suspected and there is no indication of design deficiency. Further information is unattainable at this time, therefore investigation by qe has been completed. Correction: f9. Approximate age of device: incorrectly calculated.